Event description:
It was reported that air bubbles were observed within the canister and infusion set tubing with multiple cartridges. Customer performed a supply change to address the issue. There was no adverse impact to the customer's blood glucose level.